Event description:
The pt suffering from diverticulitis underwent a laparoscopic sigmoid resection. End to end anastomosis was performed with the car device. On day 4 after the procedure, the pt was checked and a leak was detected. The event was resolved with laparoscopy, lavage and hartmann procedure.

Manufacturer narrative:
This report is submitted on behalf of the MFR ((B) (4)) and the importer ((B) (4)). Niti has re-evaluated this event during a retrospective review; and has determined the event to be MDR reportable. The production history files were reviewed and indicated that the device was released according to its specifications. The ring was returned and evaluated. No failure was detected and the ring was found to be within its specifications. Anastomotic leakage is one of the most common complications of colorectal surgeries with both staplers and compression anastomosis devices.